Event description:
It was reported that the patient presented in clinic for device upgrade procedure. During procedure, it was found that the left ventricular (lv) lead was difficult to be operated over the guidewire. After the lv lead was successfully placed, it dislodged during slitting of catheter. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.

Manufacturer narrative:
Correction : g3 in MDR-2022-04327-01 submitted on (B)(6) 2022 should have been (B)(6) 2022 rather than being empty.